Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime and a33 and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to verify unexpected restart alarm in the alarm history due to history file overwritten. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during normal use. Customer does not recall any significant events leading to the error. Customer's blood glucose was 333 mg/dl at the time of incident. Troubleshooting was done for motor error but customer was unable to rewind pump, although the alarm could be cleared. The customer was advised that the device would be replaced and to return the product for analysis. No further information was provided.